Event description:
While performing the 2000 - hour preventive maintenance on the model 3100a, the user noted that the elapsed time meter (etm) was stuck. There was no pt involvement and the user stated no pts had been compromised due to the stuck etm.